Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a thermocool sf nav for which biosense webster¿s product analysis lab (pal) identified reddish material inside of the pebax, and a breakage was observed between the shaft and the tip. Initially, it was reported that during the operation, there was a force issue observed on the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6)2025, reddish material was observed inside of the pebax. There was also breakage that was observed between the shaft and the tip. Additionally, under microscopic magnification, a broken section was observed. This was assessed as MDR reportable with an awareness date of 20-feb-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed a reddish material inside of the pebax, and a breakage was observed between the shaft and the tip. Additionally, under microscopic magnification, a broken section was observed. Polyurethane (pu) residues were found which indicate a proper manufacturing assembly, reddish material was observed on this section. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed as the reddish material inside the pebax could be related to the issue reported by the customer. The reddish material inside the pebax could be related to the broken tip as no damages were found on the pebax. The potential cause of the broken tip and reddish material observed could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged by increasing the flow rate and verifying flow from each of the six irrigation holes. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).